Event description:
It was reported that a pump keypad was "not functioning."

Manufacturer narrative:
(B)(4). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.